Event description:
A physician reported a pt who was implanted into the left oral commissure on 24 november 1997. He closed the incisions with 6.0 nylon sutures. The procedure was uneventful. The placement was proper. There was a small amount of erythema at the incision sites and mild edema along the entire site of implant immediately after the procedure. The implant site was cleaned with hibiclens before and after the procedure. The pt was prescribed zithromax for 5 days beginning 23 november 1997 and application of frequent cold compresses to the site for 1-2 days to reduce swelling. On 1 december 1997 the sutures were removed. The sites were well healed without edema; there was a small area of erythema noted at the lower entrance site. There were no signs or symptoms of infection. The pt had no complaints. On 21 january 1998 the pt reported redness, tenderness, edema and pus-like drainage in the lower, entrance area which began approximately 19 january 1998. The physician prescribed a 10 day course of keflex and cold compresses to the site. On 27 january the physician assessed the site as infected; there was thick pus draining from the site, which was inflammed, red and tender to touch. He removed the implant without difficulty and advised the pt to take keflex for 10 days. He directed the pt to apply cold compresses to the site for a few hours immediately following removal. The physician did not believe the pt suffered any serious or permanent injury related to this event.